Event description:
It was reported that an ilet user experienced elevated blood glucose levels and suspected insulin leakage associated with a loose luer connector on the cartridge and tubing; the user noted smelling insulin and feeling wetness on the device, and the issue was addressed by replacing the connector and tubing with subsequent improvement. Symptoms included headache. Outcomes included transient hyperglycemia with a peak of 210 mg/dl and approximately two hours above 180 mg/dl, without alerts, ketone testing, backup therapy, medical intervention, or assistance. Investigation included customer interview, device use review, and troubleshooting. Investigation of this case revealed a likely connection integrity issue at the luer interface with leakage suspected prior to the component change, after which glucose levels decreased to 151 mg/dl and no further leaking was reported. It was concluded that user-correctable connection looseness led to hyperglycemia that resolved after replacing the connector and tubing, with no serious injury.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.